Event description:
It was reported that the customer experienced multiple leaking insulin cartridges associated with the ilet system, with three occurrences in the past week and a highest reported blood glucose of 309 mg/dl; the customer stated she connects the cartridge and connector outside the ilet, does not overfill, and does not reuse supplies. Investigation included collection of event details and education on cartridge handling and replacement. Investigation of this case revealed a suspected cartridge integrity or connection issue consistent with leakage. No clinical symptoms reported related to hyperglycemia. Outcomes included self-management by changing supplies without medical intervention. It was concluded that the event was related to a device component problem involving use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.